Event description:
It was reported by a company representative that his demo m1000 device had depleted but he had only received it a few months prior. He stated he does not keep the test resistor in the device, but he also had never programmed it on, just interrogates it in order to demonstrate the features. Additional relevant information has not been received to-date.

Event description:
Review of the manufacturing records for the demo device revealed was manufactured appropriately with no unresolved non-conformances.

Event description:
Review of the programming history was performed. All impedance measurements showed highly elevated impedance, confirming the company representative¿s account that the test resistor was never in place during the entire use of the demo device. There were several lengths of time when the device was left in a programmed on state while the test resistor was not in place. The extended duration of time the device was providing stimulation while the circuit was not complete, establishes that there is no evidence to suspect a device failure as attempting to deliver current through an open circuit is known to cause rapid depletion of the battery. The device has not been received by the manufacturer to-date.